Event description:
The customer states that the architect analyzer is generating falsely elevated ca19-9 results on one patient sample. Testing was run and generated the following results: 33ng/ml; 5 hours later -143 ng/ml; and then 43 and 34 ng/ml. The sample was sent to a reference lab where the following results were generated: 47.18, 40.74, and 40.47 ng/ml. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, specificity testing, and a review of labeling. A review of customer complaints received to-date did not identify an increase in complaint activity related to discrepant patient results with architect ca19-9xr, list 2k91-25, lot 18067m500. Accuracy testing was completed using an internal ca19-9xr panel and retained kits of reagent lot 18067m500, which met acceptance criteria. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required. Based on the results of this evaluation, the architect ca19-9xr assay, list 2k91-25, lot 18067m500, is performing as intended and no product deficiency or malfunction was identified.